Event description:
The facility reported an infusion pump with failure code 810:11 which occurred during pt use. The hospital representative stated that there have been no reports of pt incident involving this pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or device programming.